Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: (see scan table). Upon deactivation, she noticed the cannula is bent and there was blood noted in the cannula.